Event description:
A customer observed condition codes and biased results while testing qc and patient samples on the vitros 950 system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient results were reported, and there was no report of patient harm as the result of this event.